Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was at the gym working out and noticed his stimulator was off. The patient tried to recharge when he got home and saw the call your doctor icon with a power on reset (por) message on the recharger. It was noted that the por was informational. The steps for clearing the por were reviewed and therapy was adequate. Troubleshooting resolved the reported issue. There were no falls/trauma reported that could have been related to this issue. The patient did not have any recent medical tests or electromagnetic interference exposures. The patient was to follow-up with a healthcare professional to determine the cause of the por message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.